Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. The wire was able to be removed from the rotablator device with no issue. There were numerous kinks along the body of the rotawire and the floppy tip was stretched. Dimensional inspection of the middle of the device and the proximal section were within specification. The dimensional inspection of the overall length and the distal tip could not be performed due to the device condition.

Event description:
It was reported that burr stuck on wire. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the knob did not move when the burr was inserted into the patient's body. Subsequently, the burr became stuck on the rotawire and there was unusual feeling met when advanced. The burr and wire were then removed and replaced with another of the same to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that burr stuck on wire. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the knob did not move when the burr was inserted into the patient's body. Subsequently, the burr became stuck on the rotawire and there was unusual feeling met when advanced. The burr and wire were then removed and replaced with another of the same to complete the procedure. There were no patient complications reported.